Manufacturer narrative:
Section b3 was corrected. The initial result was run on (B)(6) 2020. The repeat results were run on (B)(6) 2020.

Manufacturer narrative:
This event occurred in (B)(6). Calibration signals were slightly lower than expected. Qc was acceptable. The customer used a centrifugation time of 6 minutes and a speed of 3000 rpm. This centrifugation time is too low. Based on the type of sample tubes the customer uses, the sample should be spun for 10 minutes between 1000 - 1300 g. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found an issue with the measuring cells on the instrument and replaced them. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 602 module. The initial result was 37.36 pg/ml. The sample was repeated twice with results of 3.31 pg/ml and 3.35 pg/ml. The result in question was not reported outside of the laboratory. The result of 3.35 pg/ml was reported. The troponin t hs reagent lot number was 396736 with an expiration date of 31-jul-2020.